Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had a defective front response button. The response button would not respond when pressed. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is unknown at this time. No adverse event resulted from the faulty response button. The patient received a replacement monitor.

Event description:
The visiting nurse of a male patient contacted lifecor customer support, to report that the response buttons on the patient's monitor were not working. Support had the patient recycle the battery, but the response buttons would not stop the start-up alarms. Patient pulled the battery pack out. The nurse also reported, that one of the casings on the response buttons had fallen off. A lifecor customer services representative (psr) visited the patient and swapped out the monitor.